Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 34 mmol/l. It was stated that the customer experienced weakness, vomiting, impaired vision and confusion. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Unable to down load the insulin pump due to corrupted files in alarm history. The insulin pump passed the functional tests including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. Scratched display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.